Event description:
The clinic reported that a pt treated for laser vision correction presented at a post-op exam with central toxic keratopathy (ctk) in the right (od) eye and a bcva (best corrected visual acuity) of 20/30 in the od eye. No treatment is being prescribed at this time however the doctor recommended that the pt wear an rpg lens in the od eye to aid with the healing.

Manufacturer narrative:
Ctk will resolve over time and is usually not treated. The amo field service engineer (fse) examined the equipment at the customer location found bss (balanced salt solution) splashed on one of the optics however there was no evidence ot an artifact on the calibration plastic. The fse replaced the optic, integrator and performed an optical alignment. The doctor had indicated that this concern was related to healing and not the equipment.